Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the front therapy and front sensing electrode. There was no alleged device malfunction contributing to the irritation. Patient reported that doctor's office recommended using hydrocortisone cream. A nurse practitioner recommended aquaphor ointment, but the patient did not use this. Follow up indicated that the cream is helping with the skin irritation.